Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown-plate/unknown lot number. Facility phone number: (B)(6). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in canada as follows: it was reported that a revision with hardware explant was performed after patient complaints of pain and x-rays from (B)(6) 2012 revealed that a 2.7 mm plate was broken into two pieces. The original surgery was performed on (B)(6) 2012 in which a 2.7 mm plate from the synthes modular mini fragment lcp system was implanted into the middle metacarpal of the right hand after the patient fell and injured her right middle finger and metacarpal. On (B)(6) 2013 the patient underwent surgery with amputation of her right middle finger. There was no reported surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Per updated information, the parts will not be available for return as they have been disposed of by the facility. Unknown, as specific part and lot numbers for the complainant screw were not provided. Patient initials are (B)(6). The date of awareness for the first follow up medwatch was submitted as october 8, 2015 in error. The correct date of awareness for the information provided in that report was october 9, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that a patient underwent a surgical procedure on (B)(6) 2012, during which a 2.7 mm plate from the synthes modular mini fragment locking compression plate (lcp) system was implanted into the middle metacarpal (mcp) of the right hand due to a patient fall. Following complaints of patient pain, a revision with hardware removal was performed on (B)(6) 2012. In additional to the reported pain, x-rays taken on (B)(6) 2012 revealed non-union and breakage of the 2.7 mm plate. The plate reportedly broke into two (2) pieces. Attempts were made to stabilize the region with casting; however, the bone graft dislodged requiring further surgery. During the revision, both pieces of the broken plate were removed along with the screws. A new, unknown 8-hole plate (unknown manufacturer) was contoured in the same way to fit the same location in the arthrodesis site. Each of the six (6) screws that had been removed was re-inserted back through the plate, affixing it to the proximal phalanx and the bone graft as well as to the metacarpal. Each of the screws appeared to be very stable and the overall construct appeared to be satisfactory. Intraoperative x-rays were performed and confirmed satisfactory positioning of the implant, bone graft, and arthrodesis fragment. The procedure was successfully completed with no reports of a delay.